Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. Fluoroscopy revealed that the right ventricular lead had externalized conductors. Lead measurements were stable. No device intervention was performed, the patient will be monitored. The patient was stable.